Event description:
It was reported that the patient experienced a no external power alarm. Log file analysis did not captured any no external power events. There were no unusual events recorded in the log file event history. The patient underwent controller exchange. The patient did not observe any symptoms during the event. He did not have any further issues with alarms and was provided cautionary instructions regarding the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was not confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review spanning approximately 16 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). The reported alarm was not observed in the log file. Pump operation was not affected. Additional information communicated on 28jul2022 indicated that the serial number of the device was not available, that the patient has not had any further no external power alarms, and that no products would be returning at this time. The root cause of the reported event was unable to be determined in this analysis. Heartmate ii lvas patient handbook under ¿the system controller¿ and heartmate ii lvas operating manual under section 8 ¿system controller¿ cover all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii lvas operating manual also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.